Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an ileocecal resection, the firing knob was broken off at the 4th firing. No pieces were left inside the patient. The staple height was gold. Another device was used to complete the case. There were no adverse consequences to the patient.